Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign matter clogging the nozzle, the device cannot supply water, there were scratches on the operation part side, plastic distal end cover was crushed and scratched, the bending section cover had adhesion chips and cracks, image guide bundle/fiber snake pipe had scratches, and the objective lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it could not be specified what the foreign material was, nor the root cause of the remaining foreign material. It was confirmed that the air / water nozzle had no deformation. It was confirmed the customer has implemented the reprocessing in line with the information for use. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 9 inspect the air / water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1 cover the spray valve hole with your finger, 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that air/water supply problem was observed with the gastrointestinal videoscope. The issue was found during preparation for use, prior to a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.